Event description:
It was originally reported that the pt experienced coupling and or communication issues. She had "jiggly fat" over her device since implant making recharging difficult. A girdle was used to help with coupling but still only 0-4 bars filled in. She charged with her device off, and the neurostimulator (ins) flashed between 0-25%. The patient experienced a new pain at the ins site. It felt like the device "is ripping out of my body". She has not fallen but walked "near" a security device. The pain started on (B)(6) 2010. It was later reported that the patient experienced burning at the pocket since a revision. Additional information has been requested.

Manufacturer narrative:
(B)(4).